Event description:
It was reported that the patient was feeling "crappy" and went to the clinic. It was also reported that the care alert triggered but the patent did not hear the alarm. The lead had high impedance and there was no atrial capture at maximum output. It was also reported that the patient was having symptoms of fatigue due to loss of atrioventricular synchrony. The pacing rate was decreased and the lead will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.